Event description:
It was reported that during follow up check, the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use, and is scheduled for explant at a later time. No patient complications have been reported as a result of this event.